Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low aspartate aminotransferase (ast) and alanine aminotransferase (alt) control and patient results generated by unicel dxc 800 pro synchron chemistry analyzer. The patient results were suppressed and not reported out of the laboratory. The customer repeated tests by diluting the samples. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The customer could not remember what suppression flags were generated for the erroneous results. The customer stated that some of the qc results were low. The customer found that the reagent syringe was loose and had an air slug inside. The customer replaced the syringe, which helped resolve the issue. The field service engineer (fse) could not find any other problems with the instrument.